Event description:
It was reported the patient has been experiencing pain and swelling at the ipg site. Allegedly, the patient's doctor believes the symptoms are due to weight gain. The patient is treating the swelling and pain with ice packs.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.